Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported that the patient stopped charging their ipg after losing their charging wand. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2025 wherein the device was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.